Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets in drawers 3.1 and 4.2 were not detected on the bus. A field service engineer found that the legacy half-height drawer 2.1 was ejecting pockets from the tray. Upon opening the back of the drawer, a damaged retractor band was discovered. The station was powered off, and the drawer was removed from the cabinet. The broken retractor band was replaced, and the drawer was reinstalled into the cabinet. A test application was run, and all tests passed successfully. The station was rebooted, and the user verified that the device was functioning correctly. All tests were confirmed to be successful. Preventive maintenance was also performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was failed and was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.